Event description:
Catheters are shipped with "kinks" due to packaging. One of these were inadvertently placed and leaked after placement. Pt had to return for replacement catheter. Dr was able to place another neostar.